Event description:
Patient was seen in 2016 and prescribed acuvue 2 lenses. She didn't have any eye care from 2016-2023. During this time she went online to hubble contact lenses who not only filled her very expired prescription but refit her to their brand of 1 day lenses without an exam. It also appears they refilled her rx without obtaining an updated prescription. She was not educated on how often to replace these lenses so she wore daily disposable lenses for months at a time. When she came (B)(6) 2023 she was in a lot of pain/ discomfort and her vision was very blurry. There was significant cornea edema and staining. At her follow up visit there was still a lot of cornea edema and induced astigmatism that has not resolved. She still has induced astigmatism and permanent corneal neovascularization. It's appalling they are able to do this.